Event description:
It was reported that about one week after the patient was implanted the patient stated getting shocking in the sacral area. Over time the shocking changed to be sciatic pain and then it became shocking all over the patient¿s body. The stimulation was subsequently turned off and the patient still had shocking issues. The patient indicates that the shocking was due to the emi in his environment. It was occurring with cell phones, wi-fi, radio, and laptop as well as causing interference in his house with cell phone and light in the patient¿s house. The patient had also noticed it when passing by a transformer at his daughter¿s house. The patient had event tried living in his basement and wearing special clothes to address the shocking but that had not helped. The patient was not living in his house and was considering visiting a doctor in (B)(6) that specializes in people who are highly sensitive to environmental emi. The patient had noticed interference with his tv as well. The shocking did not appear to be associated with movement but the patient did note that once his stimulation got stronger when he crossed his legs when he was using stimulation. The patient was health with no history of nerve issues and no history of this type of shocking or pain. The reporter did not have any psychological issues going on. The blood work had been negative. Nothing remarkable occurred during implant procedure. The patient was getting therapy benefit and had stimulation at 0.4 volts initially but was lowered to 0.2 later on when the patient was using stimulation. The patient had not had any falls or trauma since the implant. The patient had the entire system explanted and still had issues with shocking all over his body.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).